Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was possibly impacted. Prior to contacting tandem customer technical support (cts), the customer changed out the cartridge. During system check with cts, the system functioned as expected.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.